Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue oxycodone 5 mg tablets because the medication did not appear in patient 643\f\395760¿s profile for dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not appear in the patient profile due to an item name mismatch. A technical support specialist identified the item name mismatch and informed the customer, and the medication was issued via override. The system functioned as intended after the technical support specialist verifed the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the user was unable to issue oxycodone 5 mg tablets because the medication did not appear in patient 643\f\395760¿s profile for dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.